Event description:
It was reported that the tip of the screwdriver was broken. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Macroscopic examination of driver confirms two adjacent screwdriver blades broken off from the driver and not returned for analysis. Crack in instrument handle is also noted. Microscopic examination reveals a quasi-brittle fracture surface with no indication of fatigue, consistent with excessive torsional force. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.